Event description:
History of present illness: this is a male who presented to my office with a history of ongoing progressive low back pain with right lower extremity radiculopathy. He had failed fusion and fractured his hardware. All findings, nature of the problem, alternative therapy, surgical and nonsurgical options, risks and benefits, limitations, and potential complications associated with the surgery were all discussed with the pt preoperatively, and he requested to proceed with the surgery in hopes of helping his condition.